Event description:
The clinician said implant was placed in 2006, and removed after sinus lift because of mobility. The clinician identified the reason of removal as failue-to-osseointegrate resulting from bone quantity.

Manufacturer narrative:
The implant was received with any attachments and was not fractured. The implant was examined under 10x magnification and no thread defects were noted. The implant was then compared to a radiographic template (l0114 rev 07/05) and determined to be a ph5mm x 10.5mm implant.